Manufacturer narrative:
B5: customer's blood glucose was 330 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump software was suspending insulin delivery inappropriately. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, customer continued to use pump for insulin therapy.